Manufacturer narrative:
Batch review performed on06 march 2020: lot 183738: (B)(4) items manufactured and released on 09-oct-2018. Expiration date: 2023-09-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had hip pain due to femur calcar fracture. The cause of the calcar fracture is unknown. 1 month after primary surgery the surgeon revised successfully the stem and the ceramic ball head.